Event description:
Upon starting an esophagogastroduodenoscopy (egd) with the doctor, he attempted to capture pictures and I noticed that it said capture okay, but the pictures were black and it truly was not capturing the color pictures. I attempted to reboot the processor in an attempt to rectify the problem. I also checked all the connections to the processor and checked to make sure it was on the right viewing channel as previously instructed to do by clinical engineering.